Event description:
Patient removed the battery cap from pump and the threads on the cap broke. Patient was not able to replace the cap and could not put the battery back into the battery compartment. This required no physician or hospital intervention. Insulin injections were administered at home.